Event description:
Incident happened every day in the maternity department. Staples are not forming/closing properly. They do not apply well on the skin. It did not close the skin properly. Consequence: bad healing of the wound and wound re-opened.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box lot # 73d2100587 was manufactured on 04/19/2021 a total of 14,400 pieces. Lot was released on 05/04/2021. DHR investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Incident happened every day in the maternity department. Staples are not forming/closing properly. They do not apply well on the skin. It did not close the skin properly. Consequence: bad healing of the wound and wound re-opened.